Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a post-operative pain management infusion, with variable rates ranging between 10 and 15 ml/hour, it was found that the epidural tubing was leaking at the male luer connection site to the pca 60ml syringe. The patient complained of extreme pain and required additional pain medication boluses without relief. There was no report of lasting patient harm.